Event description:
Accolade tmzf with a broken trunnion and large lfit metal head. Unsure on other details and the hospital won't release the explants or other details. A short restoration modular component(s) were used in the revision. Right hip.

Manufacturer narrative:
Reported event: an event regarding wear involving an unknown metal head was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: visual inspection: the reported device was not returned; however, photographs were provided for review. The photographs show a recently explanted stem and head. The trunnion of the stem is severely worn and the stem is fractured at the neck. The inside of the head cannot be seen from the image provided. Material analysis, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: a review of the provided medical records by a clinical consultant indicated: conclusion/assessment: no medical data or medical records were provided for review. No operative findings were provided for review. The pi report and the single view x-ray report failure of the trunnion/neck of a tmzf stem in association with a lfit metal head. Revision surgery ensued and used a short restoration stem by report. Event confirmation: failure of a tmzf stem, fracture of the neck, can be confirmed. The revision surgery cannot be confirmed but would be expected. Root cause: the root cause of the trunnion failure cannot be ascertained without additional data but is likely associated with corrosion/trunnionosis from the tmzf-lfit interface. The root cause of the unconfirmed revision would be failure of the tmzf stem at the trunnion/neck." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that 'accolade tmzf with a broken trunnion and large lfit metal head. Unsure on other details and the hospital won't release the explants or other details. A short restoration modular component(s) were used in the revision. Right hip.' The reported device was not returned; however, photographs were provided for review. The photographs show a recently explanted stem and head. The trunnion of the stem is severely worn and the stem is fractured at the neck. The inside of the head cannot be seen from the image provided. A review of the provided medical records by a clinical consultant indicated: a review of the provided medical records by a clinical consultant indicated: conclusion/assessment: no medical data or medical records were provided for review. No operative findings were provided for review. The pi report and the single view x-ray report failure of the trunnion/neck of a tmzf stem in association with a lfit metal head. Revision surgery ensued and used a short restoration stem by report. Event confirmation: failure of a tmzf stem, fracture of the neck, can be confirmed. The revision surgery cannot be confirmed but would be expected. Root cause: the root cause of the trunnion failure cannot be ascertained without additional data but is likely associated with corrosion/trunnionosis from the tmzf-lfit interface. The root cause of the unconfirmed revision would be failure of the tmzf stem at the trunnion/neck." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.